Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 14-apr-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the patient experienced a cardiac tamponade from a perforation prior to the deployment of the leadless implantable pulse generator (ipg). The patient was treated with a pericardiocentesis. It was further noted that the patient also experienced an arrhythmia of pulseless electrical activity. The ipg was not implanted and it was unknown if a different device was implanted. No further patient complications have been reported as a result of this event.